Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079726) on 01-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy"), loss of consciousness ("I would randomly passed out") and cyst ("allergic reaction causing cysts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced nausea ("nauseous"), abdominal pain ("abdominal pain") and dizziness ("dizzy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, loss of consciousness, cyst, nausea, abdominal pain and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, cyst, dizziness, loss of consciousness and nausea to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079726) on 01-oct-2018. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy"), loss of consciousness ("I would randomly passed out") and cyst ("allergic reaction causing cysts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced nausea ("nauseous"), abdominal pain ("abdominal pain") and dizziness ("dizzy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, loss of consciousness, cyst, nausea, abdominal pain and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, cyst, dizziness, loss of consciousness and nausea to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079726) on 01-oct-2018. The most recent information was received on 18-dec-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy"), loss of consciousness ("I would randomly passed out") and cyst ("allergic reaction causing cysts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant), 6 years 3 months after insertion and 3 months after removal of essure. On an unknown date, the patient experienced nausea ("nauseous"), abdominal pain ("abdominal pain"), dizziness ("dizzy"), menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (vaginal hysterectomy, left salpingoophorectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, loss of consciousness, cyst, nausea, abdominal pain, dizziness, menstrual disorder, menometrorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, cyst, dizziness, dysmenorrhoea, dyspareunia, loss of consciousness, menometrorrhagia, menstrual disorder and nausea to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: summons received. Events menstruation issues, menometrorrhagia, severe dysmenorrhea, and dyspareunia were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4). On 01-oct-2018. The most recent information was received on 30-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy / nickel allergy'), pelvic pain ('pelvic pain / pain/ pelvic area'), loss of consciousness ('I would randomly passed out'), cyst ('allergic reaction causing cysts') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vomiting, diarrhea, pancreatitis, adynamic ileus, epigastric pain, ache, burning sensation, constipation, stomach pain, cough, acute upper respiratory tract infection, tooth extraction, vaginal cyst, upper abdominal discomfort, oral intake reduced and infrequent bowel movements. Examinations: radiology-acute abdomen series: impression: 1. Questionable mucosal thickening involving the colon. A nonspecific colitis could have this appearance. Correlation is suggested. 2. No free air is detected under the hemidiaphragms to suggest a bowel perforation. 3. The lungs are grossly clear but hypoexpanded. Findings: as above: cystoscopy revealing no evidence of bladder injury and vigorous jets of urine from each ureteral orifice. Concurrent conditions included bipolar disorder, gallbladder removal, tooth pain, dysplasia, ulcer type pain, fever, overweight, dental caries, abscess, cyst of bartholin's gland, hpv positive oropharyngeal squamous cell carcinoma, allergic reaction to antibiotics (sulfamethoxazole-trimethoprim.), menses irregular with excessive bleeding, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from february 2012 to august 2012 for contraception as well as ascorbic acid from january 2018 to september 2018, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from january 2018 to september 2018, biotin from january 2018 to september 2018, ethinylestradiol;norgestimate (sprintec) from september 2013 to october 2013, ibuprofen since may 2012, promethazine (phenergan) and sodium chloride (normal saline). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"), 1 month 21 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal are"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches") and back pain ("back pain/ lower back pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced nausea ("nauseous / nausea"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy"), menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vulvovaginal pain ("vaginal area") and weight fluctuation ("weight gain/loss"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), celecoxib (celexa), cyclizine, topiramate (topamax) and surgery (hysterectomy (full), salpingectomy (bilateral removal), oophorectomy (one side removal) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, loss of consciousness, cyst, nausea, dizziness, menstrual disorder, menometrorrhagia, dyspareunia, mood swings, depression, anxiety, rash, migraine, vaginal discharge and female sexual dysfunction outcome was unknown, the pelvic pain, abdominal pain, back pain and vulvovaginal pain was resolving and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache, fatigue, weight increased and weight fluctuation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 237 lbs. Approximate weight at the time of essure placement 175 lbs. Undesired fertility. Number of coils remaining out on the: right side: 3. Left side: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on 11-aug-2012: total bilateral occlusion. Pregnancy test - on 11-may-2012: negative.. Ultrasound pelvis - on 29-jul-2011: 1. Mild diffuse enlargement of the uterus. 2. Hemorrhage within the endometrial cavity, findings are worrisome for spontaneous abortion. 3. Oval, hypoechoic, slightly complex comparing mass is identified in the left ovary. Ectopic pregnancy cannot be excluded with this exam, but is felt unlikely.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, vulvovaginal pain, allergy to metals, back pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079726) on 01-oct-2018. The most recent information was received on 22-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy / nickel allergy'), pelvic pain ('pelvic pain / pain/ pelvic area'), loss of consciousness ('I would randomly passed out'), cyst ('allergic reaction causing cysts') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vomiting, diarrhea, pancreatitis, adynamic ileus, epigastric pain, ache, burning sensation, constipation, stomach pain, cough, acute upper respiratory tract infection, tooth extraction, vaginal cyst, upper abdominal discomfort, oral intake reduced and infrequent bowel movements. Examinations: radiology-acute abdomen series: impression: 1. Questionable mucosal thickening involving the colon. A nonspecific colitis could have this appearance. Correlation is suggested. 2. No free air is detected under the hemidiaphragms to suggest a bowel perforation. 3. The lungs are grossly clear but hypoexpanded. Findings: as above: cystoscopy revealing no evidence of bladder injury and vigorous jets of urine from each ureteral orifice. Concurrent conditions included bipolar disorder, gallbladder removal, tooth pain, dysplasia, ulcer type pain, fever, overweight, dental caries, abscess, cyst of bartholin's gland, hpv positive oropharyngeal squamous cell carcinoma, allergic reaction to antibiotics (sulfamethoxazole-trimethoprim.), menses irregular with excessive bleeding, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 for contraception as well as ascorbic acid from (B)(6) 2018, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from (B)(6) 2018, biotin from (B)(6) 2018, ethinylestradiol;norgestimate (sprintec) from (B)(6)2013, ibuprofen since (B)(6) 2012, promethazine (phenergan) and sodium chloride (normal saline). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"), 1 month 21 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain/ lower back pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced nausea ("nauseous / nausea"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy"), menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vulvovaginal pain ("vaginal area"), weight fluctuation ("weight gain/loss"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), celecoxib (celexa), cyclizine, topiramate (topamax) and surgery (hysterectomy (full), salpingectomy (bilateral removal), oophorectomy (one side removal) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, headache, fatigue, weight increased, weight fluctuation, bladder disorder and urinary tract disorder had resolved, the loss of consciousness, cyst, nausea, dizziness, menstrual disorder, menometrorrhagia, dyspareunia, mood swings, depression, anxiety, rash, migraine, vaginal discharge and female sexual dysfunction outcome was unknown and the abdominal pain, back pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, loss of consciousness, menometrorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 237 lbs. Approximate weight at the time of essure placement 175 lbs. Undesired fertility. Number of coils remaining out on the: right side: 3. Left side: 3. Plantiff's received treatment for pain, bleeding , allergy and urinary disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative.. Ultrasound pelvis - on (B)(6) 2011: 1. Mild diffuse enlargement of the uterus. 2. Hemorrhage within the endometrial cavity, findings are worrisome for spontaneous abortion. 3. Oval, hypoechoic, slightly complex comparing mass is identified in the left ovary. Ectopic pregnancy cannot be excluded with this exam, but is felt unlikely. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, vulvovaginal pain, allergy to metals, back pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079726) on (B)(6)2018. The most recent information was received on (B)(6)2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy / nickel allergy'), pelvic pain ('pelvic pain / pain/ pelvic area'), loss of consciousness ('I would randomly passed out'), cyst ('allergic reaction causing cysts') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vomiting, diarrhea, pancreatitis, adynamic ileus, epigastric pain, ache, burning sensation, constipation, stomach pain, cough, acute upper respiratory tract infection, tooth extraction, vaginal cyst, upper abdominal discomfort, oral intake reduced and infrequent bowel movements. Examinations: radiology-acute abdomen series: impression: 1. Questionable mucosal thickening involving the colon. A nonspecific colitis could have this appearance. Correlation is suggested. 2. No free air is detected under the hemidiaphragms to suggest a bowel perforation. 3. The lungs are grossly clear but hypoexpanded. Findings: as above: cystoscopy revealing no. Evidence of bladder injury and vigorous jets of urine. From each ureteral orifice. Concurrent conditions included bipolar disorder, gallbladder removal, tooth pain, dysplasia, ulcer type pain, fever, overweight, dental caries, abscess, cyst of bartholin's gland, hpv positive oropharyngeal squamous cell carcinoma, allergic reaction to antibiotics (sulfamethoxazole-trimethoprim.), menses irregular with excessive bleeding, abnormal uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6)2012 for contraception as well as ascorbic acid from (B)(6)2018 to (B)(6)2018, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from (B)(6) 2018 to (B)(6) 2018, biotin from (B)(6)2018 to (B)(6) 2018, ethinylestradiol;norgestimate (sprintec) from (B)(6)2013 to (B)(6) 2013, ibuprofen since (B)(6) 2012, promethazine (phenergan) and sodium chloride (normal saline). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced rash ("rashes or skin conditions type: rashes"), 1 month 21 days after insertion of essure. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain/ lower back pain"). On (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2013, the patient experienced nausea ("nauseous / nausea"). On (B)(6)2013, the patient experienced fatigue ("fatigue"). On (B)(6)2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy"), menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vulvovaginal pain ("vaginal area"), weight fluctuation ("weight gain/loss"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), celecoxib (celexa), cyclizine, topiramate (topamax) and surgery (hysterectomy (full), salpingectomy (bilateral removal), oophorectomy (one side removal) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the allergy to metals, pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, headache, fatigue, weight increased, weight fluctuation, bladder disorder and urinary tract disorder had resolved, the loss of consciousness, cyst, nausea, dizziness, menstrual disorder, menometrorrhagia, dyspareunia, mood swings, depression, anxiety, rash, migraine, vaginal discharge and female sexual dysfunction outcome was unknown and the abdominal pain, back pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, loss of consciousness, menometrorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 237 lbs. Approximate weight at the time of essure placement 175 lbs. Undesired fertility. Number of coils remaining out on the: right side: 3 left side: 3 plantiff's received treatment for pain, bleeding , allergy and urinary disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6)-2012: total bilateral occlusion. Pregnancy test - on (B)(6)2012: negative.. Ultrasound pelvis - on (B)(6)2011: 1. Mild diffuse enlargement of the uterus. 2. Hemorrhage within the endometrial cavity, findings are worrisome for spontaneous abortion. 3. Oval, hypoechoic, slightly complex comparing mass is identified in the left ovary. Ectopic pregnancy cannot be excluded with this exam, but is felt unlikely. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, vulvovaginal pain, allergy to metals, back pain, abdominal pain, menorrhagia. Lot number: 927072 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 01-oct-2018. The most recent information was received on 16-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy / nickel allergy'), pelvic pain ('pelvic pain / pain/ pelvic area'), loss of consciousness ('I would randomly passed out'), cyst ('allergic reaction causing cysts') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vomiting, diarrhea, pancreatitis, adynamic ileus, epigastric pain, ache, burning sensation, constipation, stomach pain, cough, acute upper respiratory tract infection, tooth extraction, vaginal cyst, upper abdominal discomfort, oral intake reduced and infrequent bowel movements. Examinations: radiology-acute abdomen series: impression: 1. Questionable mucosal thickening involving the colon. A nonspecific colitis could have this appearance. Correlation is suggested. 2. No free air is detected under the hemidiaphragms to suggest a bowel perforation. 3. The lungs are grossly clear but hypoexpanded. Findings: as above: cystoscopy revealing no evidence of bladder injury and vigorous jets of urine from each ureteral orifice. Concurrent conditions included bipolar disorder, gallbladder removal, tooth pain, dysplasia, ulcer type pain, fever, overweight, dental caries, abscess, cyst of bartholin's gland, hpv positive oropharyngeal squamous cell carcinoma, allergic reaction to antibiotics (sulfamethoxazole-trimethoprim.), menses irregular with excessive bleeding, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from february 2012 to august 2012 for contraception as well as ascorbic acid from january 2018 to september 2018, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from january 2018 to september 2018, biotin from january 2018 to september 2018, ethinylestradiol;norgestimate (sprintec) from september 2013 to october 2013, ibuprofen since may 2012, promethazine (phenergan) and sodium chloride (normal saline). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"), 1 month 21 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal are"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches") and back pain ("back pain/ lower back pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced nausea ("nauseous / nausea"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy"), menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vulvovaginal pain ("vaginal area") and weight fluctuation ("weight gain/loss"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), celecoxib (celexa), cyclizine, topiramate (topamax) and surgery (hysterectomy (full), salpingectomy (bilateral removal), oophorectomy (one side removal) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, loss of consciousness, cyst, nausea, dizziness, menstrual disorder, menometrorrhagia, dyspareunia, mood swings, depression, anxiety, rash, migraine, vaginal discharge and female sexual dysfunction outcome was unknown, the pelvic pain, abdominal pain, back pain and vulvovaginal pain was resolving and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache, fatigue, weight increased and weight fluctuation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 237 lbs. Approximate weight at the time of essure placement 175 lbs. Undesired fertility. Number of coils remaining out on the: right side: 3. Left side: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative.. Ultrasound pelvis - on (B)(6) 2011: 1. Mild diffuse enlargement of the uterus. 2. Hemorrhage within the endometrial cavity, findings are worrisome for spontaneous abortion. 3. Oval, hypoechoic, slightly complex comparing mass is identified in the left ovary. Ectopic pregnancy cannot be excluded with this exam, but is felt unlikely. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, vulvovaginal pain, allergy to metals, back pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received. Lot number was added. Event : mood swings, vaginal bleeding, menorrhagia, depression, mental anguish, rash, migraines, headache, pelvic pain, vaginal discharge, fatigue, weight gain, back pain, vaginal pain, apareunia, was added. Events outcome of pelvic pain, vaginal pain, back pain, abdominal pain, weight gain, bleeding, headache, cramping, fatigue were updated. Lab data, severity, reporter and reporter information, medical history, concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy / nickel allergy'), pelvic pain ('pelvic pain / pain/ pelvic area'), loss of consciousness ('I would randomly passed out'), cyst ('allergic reaction causing cysts') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vomiting, diarrhea, pancreatitis, adynamic ileus, epigastric pain, ache, burning sensation, constipation, stomach pain, cough, acute upper respiratory tract infection, tooth extraction, vaginal cyst, upper abdominal discomfort, oral intake reduced and infrequent bowel movements. Examinations: radiology-acute abdomen series: impression: 1. Questionable mucosal thickening involving the colon. A nonspecific colitis could have this appearance. Correlation is suggested. 2. No free air is detected under the hemidiaphragms to suggest a bowel perforation. 3. The lungs are grossly clear but hypoexpanded findings: as above: cystoscopy revealing no evidence of bladder injury and vigorous jets of urine from each ureteral orifice. Concurrent conditions included bipolar disorder, gallbladder removal, tooth pain, dysplasia, ulcer type pain, fever, overweight, dental caries, abscess, cyst of bartholin's gland, hpv positive oropharyngeal squamous cell carcinoma, allergic reaction to antibiotics (sulfamethoxazole-trimethoprim.), menses irregular with excessive bleeding, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as ascorbic acid from (B)(6) 2018 to (B)(6) 2018, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from (B)(6) 2018 to (B)(6) 2018, biotin from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2013, ibuprofen since (B)(6) 2012, promethazine (phenergan) and sodium chloride (normal saline). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"), 1 month 21 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain/ lower back pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced nausea ("nauseous / nausea"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criteria hospitalization, disability and medically significant) and cyst (seriousness criteria hospitalization, disability and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy"), menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vulvovaginal pain ("vaginal area"), weight fluctuation ("weight gain/loss"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), celecoxib (celexa), cyclizine, topiramate (topamax) and surgery (hysterectomy (full), salpingectomy (bilateral removal), oophorectomy (one side removal) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache, fatigue, weight increased, weight fluctuation, bladder disorder and urinary tract disorder had resolved, the loss of consciousness, cyst, nausea, dizziness, menstrual disorder, menometrorrhagia, dyspareunia, mood swings, depression, anxiety, rash, migraine, vaginal discharge and female sexual dysfunction outcome was unknown and the abdominal pain, back pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability / permanent damage) was mentioned but not specified and /or assigned to one of the events. Plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 237 lbs. Approximate weight at the time of essure placement 175 lbs. Undesired fertility. Number of coils remaining out on the: right side: 3 left side: 3 plantiff's received treatment for pain, bleeding , allergy and urinary disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative.. Ultrasound pelvis - on (B)(6) 2011: 1. Mild diffuse enlargement of the uterus. 2. Hemorrhage within the endometrial cavity, findings are worrisome for spontaneous abortion. 3. Oval, hypoechoic, slightly complex comparing mass is identified in the left ovary. Ectopic pregnancy cannot be excluded with this exam, but is felt unlikely. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, vulvovaginal pain, allergy to metals, back pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : new event 'urinary disorder' added. Outcome updated for for pain, bleeding , allergy and urinary disorder as recovered. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.